Manufacturer narrative:
The returned torque handle was mechanically tested. The results showed that the internal components were damaged, causing the torque output to be out of specification. This issue is being investigated via CAPA. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Corrected information in common device name and device product code, and the 510(k) number. Also, no patient/user injury or adverse event associated with this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event; see also 0002184052-2016-00168.

Event description:
The sales associate reported a broken driver. Upon attempting to torque tighten l3-5 screw construct during a posterior lumbar fusion (plf) procedure, the t27 driver sheared off. The sheared fragment was retrieved and the screws were then properly torque tightened using a different torque limiting handle from another vitality set.